Event description:
Customer states he inserted a new unused test strips and has received results of lo or hi (undosed result). No adverse event reported. No actions taken based on device result. The customer did not provide the location where the malfunction occurred. No quality controls were used. Requested return of suspect device and replacement was sent.